Event description:
It was reported that an elevated battery current was seen at times. Since premature battery depletion was suspected, the device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.